Manufacturer narrative:
Additional information was received that no further course of action will be taken.

Event description:
A report was received that the patient was experiencing burning and stinging sensation in his back. The patient will undergo a revision procedure wherein the leads will be replaced.

Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-8216-50 serial #: (B)(4) description: artisan surgical lead, 50cm.

Event description:
A report was received that the patient was experiencing burning and stinging sensation in his back. The patient will undergo a revision procedure wherein the leads will be replaced.